Manufacturer narrative:
Main investigation conclusion. The reported event of atypical beeping and alarms on the system controller was able to be confirmed via review of the log file. The heartmate ii system controller (serial number: (B)(6) was returned for analysis; however, a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 17 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the black power cable. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred while connected to battery power. These atypical alarms occurred at the time stamps of: (B)(6) 2021 at 06:45:55, 12:27:42, (B)(6) 2021 at 15:28:32 ¿ 15:39:26, (B)(6) 2021 at 12:24:04 ¿ 13:51:10, (B)(6) 2021 at 14:42:26, (B)(6) 2021 at 09:11:29 ¿ 09:11:57, (B)(6) 2021 at 18:00:58, intermittently on (B)(6) 2021 at 09:21:54 ¿ 12:40:53, (B)(6) 2021 at 18:36:35, (B)(6) 2021 at 22:42:07, (B)(6) 2021 at 15:37:29, (B)(6) 2021 at 14:06:40 ¿ 14:43:19, (B)(6) 2021 at 09:43:37, and on (B)(6) 2021 at 10:14:26. Multiple low voltage alarms were recorded throughout the log file which were caused by normal battery depletion. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had random beeping low voltage alarms, despite cleaning clips/connections and swapping to new equipment. The system controller was exchanged.